Event description:
It was reported that the pt underwent a single level acdf with cage at unk level. It was reported approx 6 months post-op it was discovered on x-ray that one of the screws had disengaged from the implant. Pt presented for follow up with discomfort and pain. The revision surgery was performed approx 6 months post op to remove the screw. No other intervention required. Reportedly fusion had occurred.

Manufacturer narrative:
The explanted screws were not returned to the manufacturer for eval. Lateral view of cervical spine verified backing out of c5 screw 2-3 mm around retaining ring. No migration of peek implant is noted.